Event description:
During biomed testing and routine preventative maintenance of the device, a "defib fault 72" message was intermittently displayed. The complainant indicated that there was no patient involvement in the reported malfunction.